Event description:
It was reported that the customer received a no delivery alarm during prime. Customer's father stated they forgot to rewind. Insulin continued to exit after letting go of act button during the manual prime. Customer was disconnected during prime. The insulin pump was not bumped or dropped. The drive support cap is normal. It was stated that a gap was seen between the piston and reservoir. The insulin pump is stuck on priming. Blood glucose value was 256 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.